Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the cover cracked and paint chips were discovered during maintenance. The cracked cover issue was caused by mechanical impact from outside. It was confirmed by photographic evidence the headlight cover was cracked with missing particles and the paint was peeling from the fork and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and powerled 700. It was stated the cover cracked and paint chips were discovered during maintenance. The cracked cover issue was caused by mechanical impact from outside. It was confirmed by photographic evidence the headlight cover was cracked with missing particles and the paint was peeling from the fork and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and powerled 700. It was stated the cover cracked and paint chips were discovered during maintenance. The cracked cover issue was caused by mechanical impact from outside. It was confirmed by photographic evidence the headlight cover was cracked with missing particles and the paint was peeling from the fork and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance by the service technician. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts disinfection products test: maquet sas described how to perform the paint resistance test in the working instruction ref. (B)(4). The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. However, when it comes to the transparent underface crack issue, the involved zone was probably exposed to collisions and the edges damaged corresponds to a retention zone. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and powerled 700. It was stated the cover cracked and paint chips were discovered during maintenance. The cracked cover issue was caused by mechanical impact from outside. It was confirmed by photographic evidence the headlight cover was cracked with missing particles and the paint was peeling from the fork and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 13th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the cover cracked and paint chips were discovered during maintenance. The cracked cover issue was caused by mechanical impact from outside. It was confirmed by photographic evidence the headlight cover was cracked with missing particles and the paint was peeling from the fork and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Contact person name: (B)(6). Event site telephone: (B)(6). Initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.